Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned microdelivery catheter found that the catheter proximal outer shaft was severely stretched and separated under the strain relief and just distal to the hub. The microdelivery catheter was compressed along the length of the shaft. The inner braided tubing was intact. The stent was in the microdelivery catheter in its intended location. The stent was pushed out of the microdelivery catheter using a .020" mandrel. The stent was conforming to its visual specifications. The damages found on the microdelivery catheter are indicative of a high friction encountered during use of the system. The high friction may have led the physician to apply force in an effort to deploy the stent. This tensile force can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as kinking and possibly breakage. As the friction has been determined to be related to procedural factors, therefore; a root cause of operational context has been assigned to the event.

Event description:
During an attempt to advance the system for the stent deployment, the physician noted that approximately 10cm from the microdelivery catheter hub, the outer part of the shaft had separated outside of the patient's body. The whole delivery system was removed from the patient. The procedure was completed using a different device. There was no clinical consequence to the patient who was reportedly in a stable condition.

Event description:
During an attempt to advance the system for the stent deployment, the physician noted that approximately 10cm from the microdelivery catheter hub, the outer part of the shaft had separated outside of the patient's body. The whole delivery system was removed from the patient. The procedure was completed using a different device. There was no clinical consequence to the patient who was reportedly in a stable condition.